Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03559/03560/03558. (B)(4).

Event description:
It was reported when a loaner set was returned four zimmer persona knee system instruments were fractured. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2018-01526. This report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.